Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history indicated that the pt was not administering routine insulin boluses. Eval demonstrated that the pump was operating within required specifications and insulin delivery accuracy.

Event description:
It was reported that the pt experienced elevated blood glucose levels.